Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of six complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-01975, 3005099803-2010-01976, 3005099803-2010-01977, 3005099803-2010-01978 and 3005099803-2010-01980 for the other associated device information. It was reported to boston scientific corporation that six resolution clip devices were used during a procedure performed on (B)(6) 2010. According to the complainant, during the procedure, in all six instances, the clips would not detach from the catheter. It was reported that the clips did attach to tissue. The entire device was removed from the patient each time and it has been reported that these events did not cause any bleeding. The case was completed with a seventh resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be normal.